Manufacturer narrative:
The customer reached out to a stryker senior clinical nurse consultant for troubleshooting. She provided instructions to place the altrix into manual mode to determine if the cooling coils are functioning properly and within 5 minutes the water temperature decreased. Additionally, a stryker quality assurance engineer reached out to a stryker field service technician who regularly pm¿s the units. He stated that there were no active error codes found, and the temperature management worked fine during the last pm. He also stated that he burped the hoses to release any potential air pockets, and function tested the machine in front of nurse leaders and biomed technicians at the account. Based on this information, it was determined that the alleged issue of blanket/wrap contact surface temperature not cold enough during therapy was not due to any component level malfunction with the unit. The issue was resolved for the customer by burping the hoses of the machine and ensuring proper functionality of the unit.

Event description:
It was reported that the device's wraps felt warm to touch, the patient temp remained at 104 degrees, with a water temp of 75 degrees. Device was placed in manual mode to determine if it was cooling properly. Within 5 minutes, the water temp decreased from 75.4 to 75 degrees. However, the device was not cooling as rapidly as it should be, in order to prevent the patient temp from rising. No serious injuries or clinically relevant delay in treatment was reported.

Event description:
It was reported that the device's wraps felt warm to touch, the patient temp remained at 104 degrees, with a water temp of 75 degrees. Device was placed in manual mode to determine if it was cooling properly. Within 5 minutes, the water temp decreased from 75.4 to 75 degrees. However, the device was not cooling as rapidly as it should be, in order to prevent the patient temp from rising. No serious injuries or clinically relevant delay in treatment was reported. Attempts are being made to gather additional injury and treatment details from the user facility.